Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. The device was returned to olympus for evaluation, and the customer's reported event of a b30 scope communication error was not confirmed. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that heat stress was applied to the plug unit during device handling by the user, which led to an abnormality of the electrical parts. However, a definite root cause could not be specified. The events can be detected and prevented in accordance with the following sections of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the broncho fiber video scope had a scope communication b30 error. The issue occurred during a bronchoscopy procedure. The intended procedure was completed with another similar device. There was a report of a 10 minute delay and the patient was under anesthesia. There were no reports of any injury or death. There were no reports of patient harm.